Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient had their ipg and lead explanted a couple months ago. Upon further investigation it was reported that the patient had an infection at the ipg site. The patient was treated with oral antibiotics, IV antibiotics, hospitalization, and surgical intervention took place where the system was explanted to address the issue. The exact date of explant is unknown. The infection has resolved, and surgical intervention took place again on (B)(6) 2024 where the patient was re-implanted with a new system. The patient has effective stimulation.

Manufacturer narrative:
Section d6b - date of explant is unknown. Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.